Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced three infusion set cannula kinked events on (B)(6) 2024 . The events occurred after three or more hours of insertion. The insertion site was abdomen. The infusion set was in use for less than twenty-four hours. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.